Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the procedure was converted to an open approach. After attempting to clip the cystic duct with a third-party laparoscopic clip applier, the clip failed to maintain closure of the cystic artery stump. This retracted deep into the abdomen. Due to the clip failure of the cystic artery stump, an active hemorrhage occurred, and required conversion to an open laparotomy to control the hemorrhage with suture-ligation of the cystic artery stump. The patient had a history of multiple hospitalizations prior to the procedure and a history of an anatomical replaced right hepatic artery. The patient has fully recovered and is discharged home.

Manufacturer narrative:
The conversion to open was due to the failure of a third-party laparoscopic clip applier clip to maintain closure. An intuitive surgical, inc. (Isi) field service engineer (fse) performed a site visit and system verification and confirmed there was no underlying issue. There were no logs of a hard failure. Additional patient demographic information: patient body mass index (bmi) was 33.6 kg/m2.